Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced dizziness and subsequently lost consciousness, and paramedics were called. Customer was hospitalized with a diagnosis of hypoglycemia and received unspecified oral medication, baqsimi, and fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b1 was incorrectly reported as product problem in the previous report and is updated to adverse event.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced dizziness and subsequently lost consciousness, and paramedics were called. Customer was hospitalized with a diagnosis of hypoglycemia and received unspecified oral medication, baqsimi, and fluids. There was no report of death or permanent injury associated with this event.